Event description:
It was reported that during an unknown procedure, the trocar disintegrated and went into the patient and had to be fished out. It is unknown how procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # 232a42. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: additional information requested: please confirm, were all trocar components retrieved from the patient? Are all components available to be returned with the rest of the device? Were there any patient consequences? If yes, please describe.